Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. What structure was being fired upon? Renal vein. Why was the patient opened? Because they couldn¿t open the stapler and had to cut it off the vein. Were any staples deployed? He couldn¿t see any as the stapler remained closed. Please describe jammed? The stapler fired but wouldn¿t open. Was this the first firing? Yes. Any difficulties in closing or opening? Couldn¿t open the device. Were any clips used? Yes- ligaclips were used in the procedure. How was the procedure completed? Yes but converted to open. How is the patient currently? Made a recovery. Is the patient expected to have a full recovery? Yes.

Manufacturer narrative:
(B)(4). The analysis results showed that one atw35 was returned with a reload present. The reload was received, partially fired, with the lockout spring and cartridge deck damaged. The damage to the cartridge deck was exactly where the firing stopped. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedges pushing the driver to continue its run. If enough force is applied to the firing trigger the wedges can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device jammed and failed to operate. The surgeon had to perform an open procedure.